Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the rv lead continued to have lead noise. Patient has a complete heart block and the behavior was intermittent causing pauses. Further testing and programming changes were recommended. To resolve the issue, rv lead was capped and replaced.

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing was observed. Upon reviewing the egms, intermittent loss of capture as the cause of oversensing was noted. Programming changes were made. Patient will be scheduled for x-ray to ensure lead position.